Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the issue was due to damage to the charge-coupled device unit in the endoscope connector, causing the issue with the color tone of the image. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection 3.6 inspection of the endoscopic system : inspection of the endoscopic image¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the visera laparo-thoraco videoscope exhibited an abnormal color tone in the image. There were no reports of patient involvement.